Manufacturer narrative:
This report is submitted on january 11, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was not wrapped as recommended by cochlear. The magnet was successfully replaced on (B)(6) 2021.

Manufacturer narrative:
Correction: the initial MDR submitted on january 11, 2022 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on march 14, 2022.